Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, it was noted that the device exhibited an anomaly and was not working properly, sensing could not be established, this was detected by a holter monitor. The patient was stable.

Event description:
It was reported that the device did not work properly. The device was not used. New information states that the device exhibited high threshold. The patient was stable post procedure. New information states the device was explanted and replaced. The device was discarded and would not be returned.

Manufacturer narrative:
(B)(4).

Event description:
New information states that the device exhibited high thresholds and loss of sensing. The patient was stable post procedure.